Manufacturer narrative:
Initial reporter phone no.: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a peritoneal dialysis (pd) transfer set would not disconnect from a solution bag. The customer attempted to disconnect the patient after pd therapy was completed and discovered that the female connector of the transfer set would not disconnect from the solution bag which resulted in the female connector separating/unscrewing from the light blue mainbody. To resolve the issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10:the device was received for evaluation. A visual inspection with the naked eye, noted that the female connector was separated from the light blue main body. The insert chip was not returned with the sample to verify if solvent was present. However, there was evidence present on the female connector, indicating the insert chip was present during assembly. Most likely the insert chip was dislodged, during disconnection. There was evidence of solvent on the threads inside the barrel of the light blue main body. Functional testing including leak, clear passage and clamp function testing were performed, with no issues noted. The female connector was connected to an in-lab connector and pressure tested. The components were disconnected from each other with no issues observed. The reported connection issue was not verified. The cause of the separation issue was, due to inadequate solvent to the main body, during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.